Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, the tip of the catheter detached within the patient's periphery. The physician had successfully acquired retrograde arterial vascular access. During a catheter exchange over a stiff guide wire the tip of the catheter detached. The physician used a vascular snare device to successfully retrieve the catheter tip from the patient's periphery. An additional catheter was used to successfully finish the procedure. The patient tolerated the procedure well.